Event description:
It was reported that the patient was presented in clinic for a routine follow-up. The right atrial lead exhibited noise that was unable to be reproduced through isometrics. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.